Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day prior to the peritonitis onset, the patient was hospitalized due to another indication. Seven days after hospitalization, the patient passed away before receiving treatment. It was not reported if an autopsy was performed. It was not reported if the patient was recovered or if pd therapy was ongoing prior to or at the time of death.

Manufacturer narrative:
E1: initial reporter address (B)(6). E1: initial reporter postal code (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.